Event description:
It was reported that patient was going to have a dye study done because the patient had increase in spasticity. The patient was not responding to increase in medications. The symptoms occurred about two weeks prior to the date of this report. A bolus was done 3 weeks prior to the date of this report and patient did respond to that. It was later reported that there was a suspected catheter issue. The pump was used to deliver baclofen (lioresal).

Manufacturer narrative:
(B)(4).